Event description:
This report is being filed after the subsequent review of the following journal article: open reduction internal fixation versus percutaneous pinning with external fixation of distal radius fractures: a prospective, randomized clinical trial; grewal, r., macdermid, j., king, g., faber, k. (2011). Open reduction internal fixation versus percutaneous pinning with external fixation of distal radius fractures: a prospective, randomized clinical trial. J hand surg 2011;36a:1899-1906. This study was designed as a prospective, randomized trial of 53 patients with distal radius fractures that failed closed reduction and casting to synthes open reduction internal fixation (orif) (n=26; 6 men; average age of 58 years) or synthes small ao external fixation (n=24; 6 men; average age of 53.8 years). Early in the study, synthes dorsal pi plates were used, but patients were treated with 2.4 synthes distal radius volar locking compression plates (vlp) once the plates became available. In the vlp group, 1 patient developed quervain tendonitis that required revision to release the first dorsal compartment, 1 patient developed complex regional pain. Two (2) patients in the vlp group also experienced tendon irritation due to prominent dorsal screw tips that both resulted in tendon rupture with one requiring tendon transfer surgery. This is report 2 of 4 for (B)(4). This report is for an unknown distal radius volar locking compression plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).